Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The link check in the dl coil also shows a red flashing when over the implant. The mother reports that the child reacted. In the last week it fell on the playground on its head on the implanted side ,no swelling visible over the implant. Reimplantation is scheduled as soon as possible.

Event description:
Abnormalities were detected during a routine check in the clinic. No result could be measured during in situ measurements and the implant serial number could not be read out. The link check in the dl coil also showed a red flashing when over the implant. The mother reported that the child reacted. In the week before the check, the user fell in the playground on his head on the implanted side, but no swelling was visible over the implant. The user has been re-implanted.

Manufacturer narrative:
Conclusions: device investigation revealed multiple fatigue fractures of electrode wires in the area of the silicone overmold and at fantail. In addition, damage of the feed through to the coil was found and the protectors in front of the housing were bent. These findings are indicative of repeated mechanical stress of unknown intensity to the implant. Then ultimate failure of the device was likely caused by the reported impact, which affected parts already weakened by fatigue. In fact, further investigation of the feed through pin revealed a combination of fatigue and overload fracture. The problems described in the recipient report seem to match the found damages. This is a final report.